Event description:
An alleged complaint was reported that the diamond disc shattered and penetrated the patients lip. Staff applied compression, flushed the area and sutured the wound close. The patient required a total of 7 stitches. Patient had swelling with bruising on their lip during a follow up. Patients lip is healing, but there is scar tissue. No other complaints and or complication reported.

Manufacturer narrative:
The results of the evaluation from the manufacturer is the product are laboratory instruments which are not suitable for use on patients. On the packaging it will state the instrument will not be used in the mouth.

Event description:
An alleged complaint was reported that the diamond disc shattered and penetrated the patients lip. Staff applied compression, flushed the area and sutured the wound close. The patient required a total of 7 stitches. Patient had swelling with bruising on their lip during a follow up. Patients lip is healing, but there is scar tissue. No other complaints and or complication reported.